Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from consumer via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that the ins was moved from the right chest to the left chest due to an infection in the right ins pocket. It was stated that the wires were tunneled across the chest to get to the ins on the left chest side. The ins was explanted and a new ins was implanted. No further patient complications were reported/ anticipated as a result of this event.